Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms are not functional. The underlying cause documented in the irs is a wrong sized pilot valve. However, the underlying cause concerning the non-functioning alarms could not be determined after reviewing the documentation in this investigation. The reported alarms not functioning, as identified on the irs, is a reportable event and is the basis of this FDA report filed.